Event description:
Result of 262 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 20 units of insulin, after which, he had dinner. Pt stated that, approx 1 hour later (6:53 pm) he retested his blood glucose and obtained a result of 238 mg/dl. Pt reportedly delivered an additional 5 units of insulin. Pt reportedly awoke, at 12:28 am, retested his blood glucose, and obtained a result of 108 mg/dl. According to pt, he was not feeling well and self-treated by eating 2 cups of sweetened applesauce. Pt stated that, while on his way back to bed, he lost consciousness. Pt's spouse reportedly gave him a glucose tablet and phoned for emergency medical services. Pt stated that, upon paramedics' arrival, his blood glucose measured 60 mg/dl (on e.m.t.'s blood glucose monitor). Pt was given a large glass of orange juice and a peanut-butter and jelly sandwich. No additonal treatment was received. Pt's current condition: ok. Although quality control testing was performed on the suspect device, and the results fell within the acceptable range, pt was testing with expired control solutions technical support requested the return of the suspect product and replacement product was shipped.